Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of dissection, occlusion and vascular injury (tissue damage) are potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention (pci). Reportedly, the patient was hospitalized at one facility and moved to a new facility for the pci. During arteriotomy closure, the proglide knot came out of the artery with part of the arterial wall. Manual arterial compression was held for 15 minutes, pulse was good, and patient was stable. A CT scan showed a suspected dissection occurred creating an intimal flap that 80% occluded the artery. Manual compression was used to achieve hemostasis. The dissection resolved with the manual compression. The stenosis resolved with no treatment. The patient was stable and transferred back to the initial facility. No additional information was provided.